Event description:
It was reported that at 1,500 joules of use while using the surgical fiber during a prostate procedure, a loss of tissue vaporization efficiency was observed. The procedure was completed using a second surgical fiber. Patient outcome: "no damages to the patient". There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-410a-(B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.